Manufacturer narrative:
Block h6 imdrf impact code f1001 captures the aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the cautery tip would not cut through the stomach, and the procedure was not successful. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: it was reported that the axios stent was attempted to be implanted for a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. No further information has been obtained despite good faith efforts.